Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are having issues connecting to the implantable neurostimulator (ins) with the clinician app and clinician communicator. Tech services asked to confirm if ins was charged to which caller responded that the patient charged last night. Tech services also trying to understand if patient can communicate to the ins with their handset/patient communicator but could not get a direct answer from caller. They wanted a rep to come for a (B)(6) 2026 appointment with the patient for reprogramming. Patient is reporting to the clinician that they are needing to charge every 2-3 days. Patient representative called back regarding previously reported events, repeating that they are having issue with the 'battery pack" not holding a charge. Caller mentioned that they had went to the hcp yesterday, but the hcp could not connect to the ins. Agent reviewed that the hcp can page a rep could come to their next appointment.